Manufacturer narrative:
The device history record review could not be performed since the lot number was not known. Visual inspection revealed that the catheter was returned with a wire inserted and could not be removed. The catheter proximal shaft was found to be broken/fractured and stretched on its distal shaft. The break occurred at approximately 107 cm from the strain relief and no other anomalies were observed. Functional evaluation could not be performed due to the anomalies found on the catheter. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported issue.

Event description:
Analysis of the returned device noted that the catheter shaft was broken. No consequences to the patient were reported.